Event description:
When opening the package to allow scrub tech to retrieve, circulating rn saw there was a hair inside the packaging of a skin stapler. Circulating rn did not allow scrub tech to take/touch the stapler. No patient harm or exposure. Device and packaging saved; hair not saved.